Event description:
It was reported that before surgery a nurse found out that the outer plastic package was compromised. The sterility of the device was in question so the surgeon replaced that device with a new one. This cause delay in surgery for 45 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Visual inspection of the returned stem and the inner blister was performed. The inner blister was returned in the outer carton for another lot, so inspection of this carton is not relevant for this investigation. The inner blister was returned opened. There is a crack in the skin pack. Without inspection of the outer carton and outer blister, it is not possible to determine the cause of the damage on the inner blister pack. A DHR review determined that the lot was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. No further investigation for this event is possible as the outer carton and outer blister were not received for inspection, further information is needed to identify root cause.

Event description:
It was reported that before surgery, a nurse found out that the outer plastic package was compromised. The sterility of the device was in question so the surgeon replaced that device with a new one. This cause delay in surgery for 45 minutes.